Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp).the healthcare provider stated there was no implant done in 2017 and the patient lost their patient programmer. No further complications were reported.

Event description:
Additional information was received from the patient. The patient reported his first ins, which is on file, stopped working back in (B)(6) 2017. Pt states the device was no good and would not turn on and would not work. Pt states a rep had checked out back in 2017 and also states the device is no good. Name of the rep is unknown only that this all took place in 2017. The patient has already had a new ins placed 2017.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had poor communication with his previous implant starting about a year prior to the report. This implant was replaced for normal battery depletion and to help with the poor communication about 6 months prior to the report, confirmed as 2017. No further complications were reported or anticipated.